Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached inside of the pt at 57,571 joules. Per the customer, the fiber cap was retrieved. No pt injury was reported.